Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. No accidental stick reported. No adverse event reported. Reporter did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.